Event description:
According to baxter australia, a home pt reported finding prior to use 6 minicaps with sponges having evidence of povidone-iodine but that the sponges were hard. The home pt noted that the minicap pouches were fully sealed. According to the complaint coordinator, there was no pt injury and no medical intervention.